Event description:
It was reported that leakage was observed, when the device was flushed with saline during use. There were no reports of pt complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.